Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. Visual inspection revealed that the packaging was in good condition with no defects of the peelable or terminal seal. The packaging was inspected under 10x magnification, and foreign material was not observed in the device packaging. Therefore, the reported condition was not confirmed. (B)(4).

Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent.

Event description:
Report received from (B)(6) via synthes (B)(4) that there was "residue in sterile packaging." The event was not related to surgery. No injuries or medical intervention were reported. There was no contact from (B)(6) available. There was no additional info provided.